Manufacturer narrative:
Physio-control further evaluated the removed power supply assembly (power module pcb assembly and eos power supply). Physio-control observed that an integrated circuit, designator u4 on the power module pcb assembly, was inoperative which caused no dc operation and no battery charge. In addition, it was observed that a field effect transistor, designator q6 on the eos power supply had shorted, which caused no ac operation and no battery charge.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported issue. Physio-control replaced the power supply assembly and performed some other, unrelated repairs. Proper device operation was then observed through functional and performance testing. Following repair, the device was returned to the customer for use.

Event description:
The customer returned their device to physio-control for evaluation as it was not working. During device evaluation, physio-control observed that the device could not be powered on with either ac or dc power. There was no patient use associated with the reported event.